Event description:
While advancing coronary stent, the stent came off of the delivery device and migrated to the distal rca graft. A second stent was advanced but the lesion could not be crossed. The second stent was withdrawn. The pt was transferred to the or for re-do coronary bypass.